Event description:
It was reported that the entire ICD system of a pacemaker dependent patient was explanted due to infection. The physician decided to reuse the ICD temporarily to provide support until the infection has been resolved. It was later reported that the patient decompensated shortly after explant and was admitted to hospice care where he later passed away. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.

Event description:
Clarification of event: new information notes that an unrelated infection had spread to the device site.